Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the stapler stopped firing preceding one successful fire leaving a staple line incomplete. The green button is pressed but the handle could not be squeezed. Another stapler is used to continue the procedure. There was no patient injury reported.